Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device has an issue with the peep not working correctly. The issue was happened during testing. There was no patient involvement and no harm/adverse event.

Manufacturer narrative:
H3 and h6. Evaluation codes: updated. Unable to confirm the complaint as no evaluation or repair of device was documented and a root cause could not be determined from the available information. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.